Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for implant: sui. It was reported that following insertion the patient experienced pelvic pain, inner thigh pain and across upper thighs, pain in hips and down backs of legs, bilateral groin pain, pain when walking, pulling in groin area, shooting pain in groin area on left and right sides when walking, having to rely on medication to walk, lower back and hip pain, pain with sexual intercourse. It was reported that patient underwent cystoscopy and marcaine/kenalog bilateral obturator nerve block on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.